Manufacturer narrative:
Evaluation summary: no data regarding product identity was received, therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. According to the report description, the reporter certified that the device continued working without problem, therefore, no problem was found with the device and it was not removed from the eye. According to the report description the root cause is 'inconclusive - no problem found'. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported finding several cases in which he had to explant glaucoma shunts due to a blockage. In this case, a surgical intervention was performed to open the flap and he certified that there was fibrosis and that the device continued working, so it was not removed. Relevant medical history: neovascular glaucoma. This is one of two reports being filed for this facility. This report is for the case in which the implant was not explanted. Additional information has been requested.